Event description:
It was reported that during treatment with a prismaflex m100 set, an external fluid leak was observed due to a damaged stopcock. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed the stopcock of the drain bag is disconnected from the bag. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.